Event description:
Clinical study it was reported that 78 days after a coronary artery drug eluting stenting procedure the patient experienced a target vessel reintervention. The lesion being treated was a 2.25mm, 99% stenosed right posterior descending artery (r-pda). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% x 2.50x16mm drug eluting stent in the target lesion. The patient was discharged the next day on plavix and aspirin. 78 days after the procedure the patient experience a target vessel reintervention, for instent restenosis. The physician placed a cypher over the wire stent in the target lesion to treat the diffuse instent stenosis. The patient was discharged the next day with resolution of the restenosis.

Event description:
It was further reported that lesion 1 was 12mm long. Predilatation caused balloon dissection at the site of the target lesion. The taxus express2 stent was then positioned and deployed "purposefully at subnominal pressure." Per cardiac catheterization report, stent was felt to be oversized for the reference vessel diameter, but no commercially available drug-eluting stent was small enough to match the refernce vessel diameter. Final angiography showed no residual stenosis of the stented segment following post-dilatation. Ninety eight days after procedure, the pt was admitted with symptoms of recurrent accelerated atypical angina. Right coronary angiography revealed diffuse 90% in-stent restenosis of the previously placed r-pda stent which was treated with cutting balloon angioplasty and placement of a 2.5x23mm cypher stent. Final angiography showed no residual stenosis of the stented segment following post-dilatation, however, the stent was clearly oversized for the vessel diameter, and there was mild untreated disease just beyond the distal end of the stent. Per cardiac cathterization report, the pt experienced lingering chest discomfort following stenting which improved overtime. Follow-up ECG showed no evidence of ischemic injury pattern. The pt was discharged on continued aspirin and plavix therapy. In theopinion of the physician the relationship of the reintervention to the taxus stent is probable.